Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the procedure. After the reset, the cgm error code did not appear again. The caller successfully started their sensor session, and the sensor reconnected. A cart was loaded and sent to dexcom for assistance with the g7 on the dexcom mobile app.